Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2 additional information added to field: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is likely the deteriorated fragment of bending section cover (a-rubber) glue dropped on the floor. However, a definitive root cause could not be determined. The event is detectable at inspection in the following item in IFU. Operation manual 3.2 inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope distal end slipped onto the floor. The issue occurred after an unknown procedure when the scope was being put back in the container. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.